Event description:
Per article from the journal of hand surgery (volume 35a, october 2010), "management of peripheral triangular fibrocartilage complex tears in the ulnar positive patient: arthroscopic repair versus ulnar shortening osteotomy", there are two reported events. One revision for non-union after treatment for radial shortening osteotomy and one painful hardware that caused carpi extensor carpi tendonitis. There were a total of 51 patients in this study group.

Event description:
Per article from the journal of hand surgery (volume 35a, october 2010), "management of peripheral triangular fibrocartilage complex tears in the ulnar positive patient: arthroscopic repair versus ulnar shortening osteotomy", there are two reported events. One revision for non-union after treatment for radial shortening osteotomy and one painful hardware that caused carpi extensor carpi tendonitis. There were a total of 51 patients in this study group.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no response has been received from the noted corresponding author. The event codes are addressed in the package insert. This report will be updated when the investigation is complete. (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.